Manufacturer narrative:
On 17-mar-2021, the suspected medical device was returned for evaluation. On 20-mar-2021, the investigation on the suspected medical device was completed. Investigation summary: mentor conducted visual inspection and leak testing on the returned device. Visual analysis of the returned device revealed a crease/fold on the posterior view. Leak testing was performed according to the mentor procedure, and the result revealed a tear within the crease/fold, measuring less than <0.1 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturers reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with a 425cc mentor smooth round moderate profile prosthesis and experienced postoperative left-sided deflation. The diagnosis was confirmed via physical examination. As a result, the patient underwent removal and replacement with an unspecified saline breast implant on (B)(6) 2021. The date of implantation and event date were estimated as 13-aug-2004 and 1-jan-2021 respectively based on available information.